Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was higher than usual; however, the customer stated that this was due to her being sick. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.